Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was shedding metal debris. One event had no patient involvement; no patient impact.